Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with moisture damage on electronics and motor assembly, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 399 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm after battery cap has been removed and reinstalled. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Unable to complete the battery out limit troubleshooting due to insulin pump replacement. Customer also reported to have experienced a high blood glucose of 399 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.